Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that a patient had a device in the (B)(6) that "blew up" inside her with battery acid causing her bladder to be paralyzed. Since then the patient stated that she was in a lot of pain. No further complications were reported. No additional patient symptoms were reported.